Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial lead exhibited high threshold. It was noted that the patient had a scarred atrium due to an unrelated procedure. Because the lead was not used often, the physician elected to leave the lead implanted at that time. There were no other electrical anomalies. During a device upgrade procedure, the lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.